Manufacturer narrative:
The opened company microstent was returned in vial for the reported issue of patient presented with chronic uveitis and the inlet of the stent was pointing downward towards the iris and causing irritation, and decision was made to remove the stent. The returned stent was visually inspected and was found to be conforming. The returned stent was then dimensionally measured for the curvature of the stent and was found to be conforming. Functional testing of the delivery system could not be performed due to that it was not returned. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be visually and dimensionally conforming. The reported information did not contain the details of the implantation of the stent therefore; the root cause for the reported issue of malposition was unable to be confirmed and a root cause could not be determined. The product IFU (instructions for use) provides detailed instructions for implantation and target placement of the microstent within the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, the patient had chronic uveitis. Upon investigation the surgeon noted that the inlet of the stent was pointing downward towards the iris and causing irritation. The surgeon decision was made to remove the stent. Surgeon could not remove microstent with micro forceps so opened a new microstent implant from shelf stock and used the delivery system to retrieve and remove the stent in situ successfully in a secondary procedure. No further information available. Additional information received and stated that urrently the patient¿s condition is reported as stable & improving.